Manufacturer narrative:
The exact event date of the adverse event is unknown. The subject device remains implanted

Event description:
It was reported in a literature article during placement of the coil, the coil loop perforated the aneurysm and extravasation occurred. Once heparin was reversed, and the coil was placed in the aneurysm, the extravasation disappeared. The patient was then transferred to an operating room and the aneurysm was clipped. No neurological deficit was noted after the procedure.

Manufacturer narrative:
The device history record was unable to be performed as the lot number for the device was not reported. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and vessel perforation are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported in a literature article during placement of the coil, the coil loop perforated the aneurysm and extravasation occurred. Once heparin was reversed, and the coil was placed in the aneurysm, the extravasation disappeared. The patient was then transferred to an operating room and the aneurysm was clipped. No neurological deficit was noted after the procedure.